Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had pump error alarm on insulin pump. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 38 during rewinding due to jammed motor gearbox.